Event description:
The device reportedly would not charge the defibrillator intermittently during the reported event. The device operator stated that he flexed the therapy cable at the device connector and then removed and re-connected the cable to the device and the device began to charge the defibrillator properly. The device remained in use for the remainder of the reported event. There were no adverse affects to the pt as a result of the reported event.